Event description:
Customer reported he experienced high blood glucose. Customer stated that he had issues with his infusion set not penetrating his skin during the first 2 weeks of (B)(6) and blood glucose was 450 mg/dl. Customer also reported that he had the same issue back in (B)(6) 2014; he had high blood glucose of 600 mg/dl and had to go to the hospital. Customer declined to troubleshoot for high blood glucose and stated that the device is just used as a back up plan. It was found that the insulin pump received an error alarm during prime back on (B)(6) 2014 and device was not replaced because it is being upgraded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-44111.